Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing. The monitor had excessive physical component damage causing the fault. The k1, l603, and j1003bb components on the computer/analog board were damaged. Additionally, the c19 pads lifted and the j1003aa pins were bent on the defibrillation board. The root cause for the excessive physical component damage was unable to be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to complete incoming functional testing.